Manufacturer narrative:
Date of event: event date was not provided and was approximated based on available information. Implant date: (B)(6) 2019.

Event description:
It was reported that aneurysm occurred. Two 6x120x130 eluvia drug-eluting vascular stent systems were implanted in the 100% stenosed superficial femoral artery (sfa) in (B)(6) 2019. One year following the eluvia placement, the patient visited the hospital for a follow-up visit and angiographic finding indicated that the placement location had an aneurysm. The 6mm vessel became about 8mm. There was also aneurysm distal to the eluvia placement. The patient was taking antithrombotic therapy, aneurysm remained the same. There were no additional patient complications reported.